Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer requested a functional check of the insulin pump. The customer also reported that the insulin pump had a crack. The customer further reported a button error from the insulin pump. The customer has already reverted to a back-up plan per the health care provider's instruction. No additional information was provided.